Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was removed and replaced at a later date for a longer length lens. The problem was resolved. Cause of the event was reported as unknown.